Event description:
Covidien rec'd info from a customer in the USA stating that they replaced the graphic user interface (gui) central processing unit (cpu). Attempts have been made to confirm the malfunction with the customer. The customer has not responded to repeated inquiries. There was no patient involvement. The exact date of the event is unknown.

Manufacturer narrative:
Covidien was not authorized to service the device. The covidien cse downloaded the current software only. The ventilator passed extended self-testing. (B)(4).